Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was in a rehabilitation facility and unable to recharge. To resolve the issue the patient was scheduled to have the battery replaced from a rechargeable to non-rechargeable. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the recharging was not maintained due to an unrelated medical issue and the device was in over discharge. No symptoms or complications were reported or anticipated.